Event description:
In 2008, the patient reported that there was an air bubble in her insulin cartridge that she was not able to remove by priming. She stated "I am having a problem with my pump and I am sick, so I have to take an additional shot of insulin." She refused to provide further details of her blood glucose levels. She stated that she allows insulin to warm to room temperature before use. She stated that she tightens the adapter and luer lock tightly because air bubbles form if the connection is too loose. She was advised not to over-tighten the connection. The patient was not able to remove the air bubble, and she inserted a new insulin cartridge into the infusion device. She was able to prime and reconnect to her infusion site without issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product wil be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.